Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned and the reported tip detachment was confirmed. The difficult to deploy and stent elongation could not be confirmed as they were based on case circumstances and the stent was not returned. A review of the job traveler revealed no non-conformances that would have contributed to the reported event. The results of the historical data review for this lot did not indicate a manufacturing issue. Additionally, a query of the complaint handling database revealed no other similar incidents reported from this lot. Cine review was performed by a clinical specialist confirming the reported tip detachment. Per the supera instruction for use (IFU, the recommended pre-dilatation diameter for a 6.0 mm stent is greater than 6.7 mm balloon. If recommended vessel diameter cannot be gained, optimal stent deployment may not be achieved and revised stent sizing should be considered. Based on the reviewed information, no product deficiency was identified.

Event description:
It was reported that the procedure was to treat a moderately tortuous and heavily calcified mid superficial femoral artery (sfa). Pre-dilatation was performed with two 6 x 120 mm non-abbott balloons. Dilatation was good except for an eccentric stenosis in the mid sfa. A 6 x 200 supera was advanced to the lesion to cover the whole sfa. During deployment, there was some resistance at the eccentric stenosis so an attempt was made to compress the stent. At that time, it was found that the tip was separated and the stent appeared elongated in the already deployed section. The stent was pushing into the sheath although the proximal end of the stent was not deployed. The delivery catheter was removed; however, the tip with the stent remained in the sheath. The stent was deployed partially in the sfa and reached over into the common femoral artery (afc). The patient was sent to surgery where the stent was cut below the bifurcation of the afc and left the remaining section in the sfa. When cutting the supera, the distal piece snapped back into the sfa. Then the sheath was removed and the distal tip of the catheter was found inside the sheath. Patient outcome is good. No additional information was provided.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). Concomitant products: guide wire: glidewire terumo 0.018; sheath: terumo 6f 11cm. Failure to follow steps/instructions. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all relevant information.